Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (response button problem) was confirmed. Upon investigation the monitor was unable complete essential performance testing. The rear response button was intermittently non functional, causing the response button failure. The root cause for the intermittent response button could not be positively identified. No adverse events occurred from the damaged monitor response button.

Event description:
A us distributor reported that a patient's monitor response buttons were non functional.